Event description:
It was reported that the ventilator passed the pre-use check but then it generated problems. The patient involvement is unknown manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator alarmed for technical error in expiratory cassette. The conclusion is that the problem was solved by replacing the expiratory channel connector printed circuit board (pcb). The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref (B)(4).